Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of an affinity centrifugal pump the pump tip had an abnormal sound after the pump was put on 6 days. It was suspected that the ceramic shaft of the pump tip was broken. The device was replaced. There was no patient involved.

Manufacturer narrative:
Correction b5: there was no adverse patient effect associated with this event. Correction h6.1 (device codes (fdd/anex a)): this code has been updated. Additional information b5: medtronic received additional information that the pump was on the adapter motor. The noise was coming from the centrifugal pump head. No leaks were noted with the device. The customer stated no crack was observed on the device. Medtronic received additional information that the suspected damage was on the internal shaft of the centrifugal pump. The customer reported that there was a serious abnormal noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.